Event description:
As I was leaving another patient's room the tech said my patient was found on the floor. Wife was at bedside, patient had been agitated, md had been paged regarding it. Md was paged again and came to bedside after patient was found on the floor. The three siderails were up however pt slid down at bottom of bed and was found on floor. Air tube near bottom of bed was not fully inflated and had been earlier because the tech and I had been pulling him up in the bed when he'd slide down. Faulty bed was removed.